Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 534 mg/dl. A manual insulin injection was administered to address bg level. To resolve the issue, customer changed the infusion set and cartridge, resuming insulin delivery effectively.